Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported a black service screen appeared when turning on programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported black service screen, however, errors were confirmed in the programmer error logs. Analysis found the latch tabs on the power cord bay were broken.